Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime, compromised force sensor system test, excessive no delivery test and displacement test due to motor error alarms.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm. Customer's blood glucose value was unknown. Customer stated that they were able to complete pump rewind. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.